Event description:
The manufacturer received information alleging ventilator "service required" alarm conditions occurred and an issue with pressure delivery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Internal evaluation of the ventilator found the tubing between the active exhalation control module and expiratory port was disconnected. The tubing was reconnected to address the issue.